Manufacturer narrative:
An examination of the cobas® mpx reagent lot (m17769) was conducted; in addition, analysis of the pcr amplification curves for the questioned hcv-reactive results confirmed that the system generated a valid reactive hcv call. There is no indication of a miscalling based on the generated pcr signals of the hcv detection channel. The data analysis revealed no anomalies in the algorithm that could lead to erroneous outcomes. Based on the results, the possibility of low viral load contamination cannot be excluded. The reactive hcv result is likely attributable to a very low viral load, positioned near or below the assay's limit of detection (lod). This is supported by late CT values >43. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® mpx - 480 assay results for two pools of 96 donor samples tested on a cobas 6800 analyzer. Two pools of 96 donor samples were hcv reactive. The corresponding pools of 6 were non-reactive.